Manufacturer narrative:
The everpatch remains implanted in the patient and is not available for evaluation by the manufacturer. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. The patch was well integrated with the conjunctiva and there is no information to suggest a device malfunction. The surgeon suspects there could be other patient-related medical considerations that may have predisposed this event, but the exact cause of the event is not known. Conjunctival dehiscence is a common postoperative adverse event and an inherent risk of glaucoma drainage device implantation. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The device instructions for use identifies the following possible complication: detachment of the device from surrounding tissue in case of trauma or when chronic inflammation is not addressed. Manufacturer reference (B)(4)

Event description:
A patient underwent glaucoma surgery in late (B)(6) /early (B)(6) 2024 with implantation of an ahmed glaucoma valve where the corneat everpatch was used to reinforce the sclera and aid the physical reconstruction of the ocular surface. Approximately 2 months postoperatively the surgeon observed conjunctival dehiscence with partial exposure of the everpatch. Although there was no tube exposure and no wound leak, the surgeon elected to schedule corrective surgery to rotate the flap inferiorly and re-suture to cover the exposed area. After the intervention, the surgeon reported observing that the patch was well integrated with the conjunctiva. The sutures were not directly placed over the patch. Additional patient follow-up was requested from the surgeon and on (B)(6) 2024 (3 weeks after surgical intervention), the surgeon responded that the patient has been doing well.